Event description:
It was reported that the battery gauge was fluctuating causing the pump to shut down. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Elevated bg was addressed with a correction bolus via pump and a manual injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.